Manufacturer narrative:
Lot #: possible lot number provided as 13133957. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in an unknown patient and connected to an enteral feeding system. Four months after placement, it was noticed the hub was disconnected from the catheter shaft. The device was removed and another similar device was placed. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction- the summary report designation is incorrect; the report is not a summary report. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Hospital (B)(6) in spain informed cook that an ultrathane mac-loc locking loop multipurpose drainage catheter from an unknown lot separated after placement. The catheter was placed on or around (B)(6) 2019 for enteral feeding. Four months after placement, on (B)(6) 2021, it was noted that the hub was disconnected from the catheter shaft. The device was removed from the patient and another similar device was placed to continue treatment. No adverse effects were reported for this incident. A review of the drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection of photos provided by the customer, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, the customer did provide a photo. The photos shows a separated ult catheter. The hub is separated from the catheter tubing and is connected by the suture string. The catheter flare is intact. Additionally, a document based investigation evaluation was performed. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Based on the review of current documentation, cook has concluded that inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) was unable to be conducted due to lack of information from the customer. The lot number for this event is unknown. Cook reviewed the lots shipped to this customer in the 3 years prior to the estimated implant date. Cook was unable to identify the specific complaint lot from this search. A CAPA was previously opened for this product issue. The CAPA investigation implemented corrective actions related to manufacturing and quality control. Because the lot number is unknown, it is unknown whether the complaint device underwent these corrections. The customer received lots that were manufactured prior and post-CAPA implementation. Based on the information provided, it is possible that a manufacturing or quality control deficiency contributed to this incident as determined from the CAPA investigation. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.